Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were not reproduced. System error 345 were verified through a review of the event history log and found to be caused by an failed upstream sensor. The upstream sensor was replaced to correct this condition. The event history log review did not note any events that indicated and/or contributed to the "improper shutdown". A visual inspection was performed and no abnormalities were found. The reported issue "powers off without user input" could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported "powers off without user input" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "powers off without user input" and experienced a system error 345 (thermistor disparity) alarm in the infusion center. There was no known patient injury or medical intervention associated with this event. No additional information is available.